Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-00191. It was reported, the pt ((B)(6)) is without stimulation. A diagnostic test revealed impedance issues for all lead contacts. Prior to this occurrence, the pt reportedly suffered a fall impacting the ipg site. The decision regarding the next course of action in this matter is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.